Event description:
It was reported that there were multiple issues with a device, including sensing problems with 4,609 short ventricle to ventricle (v-v) intervals, possible inappropriate pacing due to under sensing on the right ventricular (rv) his bundle lead, and allegations of capture issues. It was also reported that the right atrial (ra) lead exhibited undersensing. The patient was preparing to start valve repair through open heart surgery, with plans to place temporary pacemaker wires. The physician requested an investigation into the potential device issues. The rv his bundle lead and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.